Event description:
It was reported that a minicap extended life pd transfer set had a cracked twist clamp. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4: lot number (remove h21l14101) and expiration date (remove 12/14/2026), d9, h3, h4: device manufacture date (remove ni), h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted broken occlude feet on the light blue main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed. No issues were found during clear passage testing. Leak testing and clamp function testing identified a flow through the set with the twist clamp in closed position. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.